Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. The actual complaint product was returned for evaluation. When the sample was reviewed per the reported "bubbled/ perforated tube and rupture", there was an opening seen just below the y-connector port. The opening appeared to have expanded to form a slight ballooning. It burst and created a thinning appearance on the area of burst. Also observed was a portion of the tube by the printed tube description, it was tied tightly and very difficult to untie. There was a kinking appearance approximately 28mm from the bolus end tip up to the area of kink. A root cause has not been established. All information reasonably known as of 18 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a feeding tube developed a proximal rupture/bubble during use, resulting in removal and replacement of the tube. No injury or medical intervention was reported.